Event description:
Patient reported "right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, concern with product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g2, h6.

Event description:
The device has been explanted.